Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this investigation. A specific cause for the reported event could not be conclusively determined through this investigation. The controller event log file contained events from 07may2025 and 15may2025. No notable events or alarms were captured, and the system appeared to function as intended. The controller periodic log file contained events from 26apr2025 through 15may2025. Two low flow fault flags were captured when the estimated flow dropped below the low flow alarm threshold. It is unknown if the observed faults lasted long enough to trigger audible hazard alarms as there is no corresponding controller event log file information available. No other notable events or alarms were captured, and the system appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having new intermittent low flow alarms starting last week. Blood pressure was stable, with no arrhythmias. Log files were submitted to rule out outflow graft obstruction. 123 pulsatility (pi) events were captured in the event log. There were no other unusual events seen within the log files. Additional information stated that hemodynamics were stable. Imaging was thus far stable. Additional log files showed persistent pulsatility index (pi) events throughout the log shortening the data capture to just several hours. One low flow event was noted on (B)(6) 2025 at 6:46 with flow noted at 2.4 liter per minute (lpm).

Event description:
It was further reported that healthcare provider was holding diuretic to ensure that pump function was stable.

Manufacturer narrative:
Section e3 correction no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.